Manufacturer narrative:
Method: no methods performed. Concomitant product. Results: no results available because no method was performed. Concomitant product. Conclusion: no product issue related to the reported event was found with this product, so this is a concomitant product. Related adverse event reported under 0009617544-2016-00094.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.

Event description:
It was reported that a revision surgery was required to replace the rod that migrated.